Manufacturer narrative:
A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Three lots were reprocessed for anomalies (septum damage and voids in septum) that could have contributed to the customer complaint. No further anomalies were identified. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history reviews. A complaint history examination indicates this is the fifth complaint received against the components of the reported lot for the reported issue. One opened 25 gauge trocar assembly was received for evaluation. The returned sample was visually inspected and was found to be nonconforming with a cut septum. It is unknown how or when the sample became damaged because it was returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
An ophthalmic surgeon reported that a trocar valve leakage occurred during a vitreoretinal procedure. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested.